Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced a dosing stopped alert after the dexcom g6 continuous glucose monitor (cgm) sensor expired and remained unpaired while the user was traveling, with a reported glucometer value of 291 mg/dl and elevated readings persisting through the morning which lead the system to operate in bg run with insulin delivery suspended until a fingerstick was entered. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need to start a new sensor and entering a fingerstick to resume dosing, without health impact or hospitalization. Investigation included customer support troubleshooting and education to resume automated dosing in bg run. Investigation of this case revealed that the event was attributable to user delay in starting and pairing a new cgm sensor and not entering a fingerstick to exit bg run, resulting in suspended dosing and high glucose. It was concluded, based on previously established findings for similar reports, that the cause was use error related to cgm management and workflow for resuming dosing.